Manufacturer narrative:
Correction: please retract this report 1627487-2020-48396, the same issue was previously reported in manufacturer report number 1627487-2020-23421.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to invalid impedances. Surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Lead fracture was observed. Reportedly, impedance readings were normal and therapy was confirmed post operatively.